Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open and oozing. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a dressing for the open wound. Follow up indicated that the open wound improved.

Manufacturer narrative:
Not applicable.